Event description:
This alaris module was returned to biomedical engineering with a piece of tape that read "broken channel - free flows" biomedical inspected and found cracked platen spring top hinge that broke off during the inspection. Additionally, as reported on previously submitted reports, we have greater than 20 other modules in which this same hinge has been discovered to be broken or to have a hairline crack. Most of these have not been involved with patient incidents.